Manufacturer narrative:
As reported by the (B)(4) registry, the patient was diagnosed with a transient ischemic attack (tia) during the index procedure. The patient fully recovered without deficit. At the time of the index procedure, angiography revealed a 95% stenosis of the right ostium of internal carotid artery (ica). The lesion was described as 12mm in length, mildly calcified and mildly tortuous. The reference vessel was 7.0mm in diameter. The patient's pre-procedure (B)(6) stroke scale score was 1. The patient was asymptomatic. An angioguard with a 6mm basket was deployed beyond the lesion after being pre-dilated. An 8 x 30mm precise pro rx stent was implanted at the target lesion, with 0% residual stenosis. The patient experienced a mild transient left facial droop immediately after post dilation with a 6 x 20 aviator balloon. The patient's speech and mentation remained intact and the patient was completely awake and alert throughout this period. At this time, a selective angiography was performed and this revealed a very slow flow through the ica, possibly indicating trapped thrombi within the filter. Therefore, an aspiration catheter was inserted and the vessel was aspirated twice quickly and the catheter was then removed. Repeat angiography revealed good flow through the ica. By this time the patient's symptoms had started to improve and essentially after about a minute and a half to two the patient was back to baseline with no evidence of residual neurologic deficit. Repeat angiography was performed and revealed very good results with no residual stenosis and widely patent ica. Cerebral angiography was also performed with no evidence of intracerebral emboli. The patient was diagnosed with a tia. Emergent carotid surgery was not required. Presence of air bubbles was not noted. The event was reported to be unrelated to the cordis product. The patient has no allergies to nitinol, nickel or titanium. The patient had no neurological symptoms prior to the procedure. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B)(6) registry, the patient was diagnosed with a transient ischemic attack (tia) during the index procedure. The patient fully recovered without deficit. At the time of the index procedure, angiography revealed a (B)(6) of the right ostium of internal carotid artery (ica). The lesion was described as 12mm in length, mildly calcified and mildly tortuous. The reference vessel was 7.0mm in diameter. The patient's pre-procedure (B)(6) stroke scale score was 1. The patient was asymptomatic. An angioguard with a 6mm basket was deployed beyond the lesion after being pre-dilated. An 8 x 30mm precise pro rx stent was implanted at the target lesion, with 0% residual stenosis. The patient experienced a mild transient left facial droop immediately after post dilation with a 6 x 20 aviator balloon. The patient's speech and mentation remained intact and the patient was completely awake and alert throughout this period. At this time a selective angiography was performed and this revealed a very slow flow through the ica, possibly indicating trapped thrombi within the filter. Therefore, an aspiration catheter was inserted and the vessel was aspirated twice quickly and the catheter was then removed. Repeat angiography revealed good flow through the ica. By this time the patient's symptoms had started to improve and essentially after about a minute and a half to two the patient was back to baseline with no evidence of residual neurologic deficit. Repeat angiography was performed and revealed very good results with no residual stenosis and widely patent ica. Cerebral angiography was also performed with no evidence of intracerebral emboli. The patient was diagnosed with a tia. Emergent carotid surgery was not required. Presence of air bubbles was not noted. The event was reported to be unrelated to the cordis product. The patient has no allergies to nitinol, nickel or titanium. The patient had no neurological symptoms prior to the procedure.

Manufacturer narrative:
Products used in the procedure were a benson gw, 5f sheath, glidewire, aviator balloon 4x20 & 6x20.the product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.